Event description:
It was reported that cgm displayed error message during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and was guided through reset, after which pump no longer displayed cgm error and everything seemed fine so far.